Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that a system error / out of service / perform manual CPR error message was observed on the autopulse platform (sn (B)(4)) display screen. It was also reported that the platform's metal hooks on the upper housing was broken. The issue occurred during shift check. No patient was involved with this event. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 31 mar 2007 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error message. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the system error message. Upon replacement of the processor board and the damaged components, the platform was further tested including the load characterization check and passed the testing. The platform operated with continuous compression without any issues or further error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).